Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that dirt on the lens contributed to the reported lack of image, while damage to the charged-coupled device (ccd) unit contributed to the reported scope malfunction error. However, no definitive cause could be determined for the dirt found on the objective lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician found dirt on the objective lens, a lack of image, and a scope malfunction error. There was no patient involvement.